Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "death", "filter migration/movement", "incorrect positioning or orientation of the filter", "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "thromboembolic events, including dvt, acute or recurrent pulmonary embolism or air embolism, possibly causing end organ infarction/damage/failure", and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6) at (B)(6). The patient had a scheduled retrieval approximately 3 months later, on or about (B)(6) 2015 by dr. (B)(6) at (B)(6). The patient alleges the filter failed due to breakthrough pulmonary embolism, filter thrombosis and filter fracture post implant. Argon¿s attorneys are attempting to gather additional information.